Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. The measurement was 0.125 ohm (specification: 0.001 - 0.100 ohm). There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: device passed rite (return instrument test/evaluation) functional test and failed the rite electrical test. The assignable cause for device failed ground bond resistance test was undetermined.